Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: investigation: the velys array set knee was not returned to medtech orthopaedic. However, log files were reviewed and investigated by the systems engineering team. The investigation found evidence of array blocking. If the arrays cannot be fully visualized, their location cannot be determined; this will result in the saw stopping. The investigation also found evidence of array movement. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. It is important to ensure that the array is properly secured during the procedure to avoid array movement. Per instructions for use, IFU-0902-60-022 rev m, adjustments are not permitted after the first bone resection; if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments. Based on the investigation findings, the potential cause of the reported condition "array is not visible" is traced to user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedic quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, during posterior chamfer, the system was unable to see the saw array. This has happened three times in the last two weeks. They are requesting that the system be checked. It was confirmed that nothing is blocking the saw array but it still would go in and out of seeing the array. There were no other medical intervention required. There was no surgical delay.